Event description:
Boston scientific received information that the patient implanted with this device system was presented to the local emergency room with heart rates in the 30 bpm range. Upon device interrogation, no capture was observed on the right ventricular (rv) lead, with rv pacing impedance greater than 2,500 ohms. A cathode conductor fracture was confirmed. A revision procedure was performed and a temporary wire was placed and the patient was transferred to another medical facility. There, the physician tested the anode conductor and found acceptable measurements and capture. The chronic device was electively explanted and replaced due to one year of battery life remaining. The physician elected to connect the chronic rv lead to the left ventricular (lv) port and programmed pacing ring to can. The rv port was plugged and the device was reprogrammed voo. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was placed with a holter monitor. One instance occurred with five seconds of no capture and a flat line. The device was programmed to voo 70 and it was unknown why the device did not provide pacing. A revision procedure was performed and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.